Event description:
It was reported that during a novasure endometrial ablation the physician received an unsuccessful cavity integrity assessment (cia) test. The physician then "removed the novasure device from the uterine cavity and found via hysteroscope a uterine perforation". On (B)(6) 2013, it was reported there was "no intervention [required] and the pt went home that day". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).